Event description:
Account reports incidents in which during the infusion of etoposide, (vp-16), tubing separation at the tubing/luer lock connection occurs. Reporter stated that the vp-16 infusions had a dilution ratio of 1:1. No patient compromise reported. Occurred in the pediatric/oncology unit.